Manufacturer narrative:
(B)(4). Product is not returned for investigation yet. Manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter/battery problem. Customer called in and states her meter is not coming on with test strip insertion. Customer had the meter for 5 years and never changed the battery. The customer did not report symptoms at the time of the call, but medical attention was reported. Customer states she has been to the hospital for the past 3 days due to symptoms being related with her diabetes. Customer states she had but was not using the meter for a while even though she had it at home. Customer did not have any strips for the meter when she went into the hospital. Customer went to hospital for the past 3 days back to back each day and was treated for hyperglycemia. Customer states she was having a hard time getting more strips for her meter and had expired test strips she found around the house. Customer found another vial of strips but has never changed the battery in her meter. Customer will go to the local pharmacy for a new battery. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 03/19/2016 and open vial date is undisclosed. The expected fasting blood glucose test result range is undisclosed. The meter memory was not reviewed for previous test result history.